Event description:
The occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the patient's saphenous vein graft to the left aterial descending artery and inflated the occlusion balloon to 5mm to occlude the vessel. The physician inserted a balloon catheter and was advancing it forward, looked at the fluoroscope and noticed that the occlusion balloon had deflated. The device was removed and replaced with another to complete the case. The pt is reported to be fine.